Event description:
It was reported that there was a separation between the female connector and main body of the minicap transfer set. This occurred during a routine transfer set change. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added on h3, h6, and h11. H11: one actual sample was returned for evaluation. Visual inspection confirmed the dark blue female connector was separated from the light blue main body. Functional testing was performed including leak testing, clear passage, and clamp function testing. There were no issues observed during the functional testing performed. The sample did not meet specification due to the separation and the cause was determined to be manufacturing related due to an inadequate solvent bond between the female connector, the insert chip, and the main body. There were no other issues noted during the evaluation. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.